Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d6b, d.9, h.3, h.6. Device evaluation: visual analysis of the returned device identified missing shell, the device were broken shell and yellow particles. A weight test of the device was verified and the device underweight . A microscopic analysis was performed which identified broken striated. Based on the device analysis the final assessment is: a striated edge broken in the side posterior assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Device has been explanted.